Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 5076-58 lead, implanted: (B)(6) 2008. A 4968-60 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient went to the hospital due to hearing device alert. During the follow up, right ventricular (rv) coil and superior vena cava (svc) coil impedance warning were seen and also impedance values trends were changeable. Save-to-disk (s2d) showed lead trends indicated intermittent and high impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the defibrillation impedance trend was rising, and the impedance trend on the svc (superior vena cava) defibrillation coil was rising. On (B)(6) 2014, rv coil impedance measured 108 ohms; up from trend of 45 ohms. On (B)(6) 2014, svc coil impedance measured 119 ohms up from trend of 45 ohms.